Event description:
It was reported that, "during the trialing period of the acetabular component, the trial was stuck. The handle would not screw back into the trial. The trial was stripped. Dr. Had to manipulate the trial cup to remove it. Once it was removed, the real implant was inserted with no difficulty.

Manufacturer narrative:
Evaluation summary: the 54mm trident acetabular window trial looks worn and was cross-threaded. Due to cross threading, the threads are deformed.